Manufacturer narrative:
Patient identifier - requested, not provided. Age and date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is one of three devices used on the patient. Please see MDR's 3013394970-2018-00206 and 3013394970-2018-00207 for the other two reported.

Event description:
The user facility reported the sheath kinked, when the angio-seal device was inserted into the insertion sheath. The device was not used and was replaced with another device. However, the second angio-seal device had the same issue, the device was not used and was replaced with another device. The third device had the same issue and was not used. Manual compression was applied to achieve hemostasis. It is possible that the cause of this issue was the mild calcification as the same issue occurred multiple times. Estimated blood loss was less than 250 cc. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was 7 mm. The size of the sheath ancillary used was 8 fr. Hemostasis was successfully achieved by manual compression. There was no health damage to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.